Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history was unable to be performed as no lot number information was provided.

Manufacturer narrative:
The device has been requested for evaluation; it has not been received. The investigation is pending.

Event description:
The event involved an unspecified ICU device with possible item numbers a1001 and a1003 and an unknown lot number. It was stated that they were completing a tree change for the patient, connected t-connector to patient, and noticed gtts were dripping, they removed and replaced the t-connector, and they left on educators' desk the t-connector with crack in middle. There was patient involvement, unknown patient harm and unknown delay in therapy.